Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), dizziness ("dizziness") and nausea ("nausea"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, abdominal distension, back pain, vaginal haemorrhage, dizziness and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dizziness, nausea and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("mild to severe constant pelvis area pain/ pain"), abdominal pain ("abdominal pain/ chronic abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. C76445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I (complicated by preterm labor), parity 1 in 2011, pelvic pain, back pain, aortic coarctation, myringotomy, adenoidectomy, tonsillectomy and aortic valve replacement. Previously administered products included for birth control: iud nos from 2011 to (B)(6) 2013. Past adverse reactions to the above products included migraine with iud nos. Concurrent conditions included hemorrhagic cystitis, lower urinary tract infection, diarrhea, gas, dysuria, vomiting and heart disease congenital (surgery at young age). Family history included open heart surgery (paternal grandfather) and diabetes (paternal grandmother and maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2014 to (B)(6) 2015 for birth control as well as gabapentin from (B)(6) 2016 to (B)(6) 2016 and vicodin (norco) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 12 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain/ mild to severe lower back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), dizziness ("dizziness"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("severe constant lower abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with analgesics, surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, back pain, vaginal haemorrhage, dizziness, nausea, migraine, headache, dyspareunia, fatigue, abdominal pain lower and female sexual dysfunction had resolved and the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dizziness, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim essure worsens her previously existing injury/condition. She had used condoms from (B)(6) 2014 to (B)(6) 2015 for birth control till occlusion confirmed. She had no complications from essure insertion and removal. Essure ¿ bilateral implants placed within fallopian tubes with no difficulty, number of coils visualized (ideal 3 ¿ 8): 5 (5 coils on each side). Patient reported that pain improved but then got worse w/crampy bilateral lower quadrant pain keeping. She was able to do normal activities following essure removal. She have not been throwing up post essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-may-2015: total bilateral occlusion/ essure de on (B)(6) 2015, diagnostic radiology: impression: bilateral essure devices in place. No tubal opacification or evidence of free peritoneal spillage. On (B)(6) 2015, ultrasound pelvic transvaginal test findings included bilateral echogenic fallopian tube implants are seen in the intramural portion of the tubes. On (B)(6) 2015, hsg (hysterosalpingogram) right fallopian tube ¿ essure device in place, appropriately positioned. The right fallopian tube. Does not opacify, and there is no free peritoneal spillage left fallopian tube ¿ essure device in place, appropriately positioned. The left fallopian tube does not opacify, and there is no free peritoneal spillage. On (B)(6) 2016, ultrasound pelvic transvaginal findings included echogenic essure devices are noted within the cornea bilaterally. Impression: small amount of free fluid present within the pelvis. This is normal physiologic finding in premenopausal female. Bilateral pressure device is in place. On (B)(6) 2016, surgical pathology report gross description includes received ¡n formalin labeled with the patient¿s name, hospital number, and ¿uterus and tubes¿ is an 8.2 x 4.6 x 3.2 cm, 63-gm uterus with attached bilateral fallopian tubes. The serosa and ectocervical mucosa are smooth. The cervical os is patent. The endocorvical mucosa arid squamocolumnar junction are unremarkable. The smooth endometrium ¡s 0.2 to 0.3 cm in thickness. No discreto myometrial lesions are identified. The fimbriated right fallopian tube is 7.3 cm in length and 0.4 cm in diameter. The fimbriated left fallopian tube is 6.3 cm ¡n length and 0.4 cm in diameter, extending through both tubes are coded segments of silver metallic wire. No other significant gross abnormalities are noted. Representative sections are submitted in six. Cassettes with the right tube in cassette e and left in cassette f. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, nausea, abdominal pain almost constantly, pelvic pain/ chronic pelvic pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: y-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("mild to severe constant pelvis area pain/ pain"), abdominal pain ("abdominal pain/ chronic abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. C76445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I (complicated by preterm labor), parity 1 in 2011, pelvic pain, back pain, aortic coarctation, myringotomy, adenoidectomy, tonsillectomy and aortic valve replacement. Previously administered products included for birth control: iud nos from 2011 to (B)(6) 2013. Past adverse reactions to the above products included migraine with iud nos. Concurrent conditions included hemorrhagic cystitis, lower urinary tract infection, diarrhea, gas, dysuria, vomiting and heart disease congenital (surgery at young age). Family history included open heart surgery (paternal grandfather) and diabetes (paternal grandmother and maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2014 to (B)(6) 2015 for birth control as well as gabapentin from (B)(6) 2016 to (B)(6) 2016 and vicodin (norco) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 12 days after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain/ mild to severe lower back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), dizziness ("dizziness"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("severe constant lower abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with analgesics, surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, back pain, vaginal haemorrhage, dizziness, nausea, migraine, headache, dyspareunia, fatigue, abdominal pain lower and female sexual dysfunction had resolved and the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dizziness, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim essure worsens her previously existing injury/condition. She had used condoms from (B)(6) 2014 to (B)(6) 2015 for birth control till occlusion confirmed. She had no complications from essure insertion and removal. Essure ¿ bilateral implants placed within fallopian tubes with no difficulty, number of coils visualized (ideal 3 ¿ 8): 5 (5 coils on each side). Patient reported that pain improved but then got worse w/crampy bilateral lower quadrant pain keeping. She was able to do normal activities following essure removal. She have not been throwing up post essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion/ essure de on (B)(6) 2015, diagnostic radiology: impression: bilateral essure devices in place. No tubal opacification or evidence of free peritoneal spillage. On (B)(6) 2015, ultrasound pelvic transvaginal test findings included bilateral echogenic fallopian tube implants are seen in the intramural portion of the tubes. On (B)(6) 2015, hsg (hysterosalpingogram) right fallopian tube ¿ essure device in place, appropriately positioned. The right fallopian tube does not opacify, and there is no free peritoneal spillage left fallopian tube ¿ essure device in place, appropriately positioned. The left fallopian tube does not opacify, and there is no free peritoneal spillage. On (B)(6) 2016, ultrasound pelvic transvaginal findings included echogenic essure devices are noted within the cornea bilaterally. Impression: small amount of free fluid present within the pelvis. This is normal physiologic finding in premenopausal female. Bilateral pressure device is in place. On (B)(6) 2016, surgical pathology report gross description includes received ¡n formalin labeled with the patient¿s name, hospital number, and ¿uterus and tubes¿ is an 8.2 x 4.6 x 3.2 cm, 63-gm uterus with attached bilateral fallopian tubes. The serosa and ectocervical mucosa are smooth. The cervical os is patent. The endocorvical mucosa arid squamocolumnar junction are unremarkable. The smooth endometrium ¡s 0.2 to 0.3 cm in thickness. No discreto myometrial lesions are identified. The fimbriated right fallopian tube is 7.3 cm in length and 0.4 cm in diameter. The fimbriated left fallopian tube is 6.3 cm ¡n length and 0.4 cm in diameter, extending through both tubes are coded segments of silver metallic wire. No other significant gross abnormalities are noted. Representative sections are submitted in six cassettes with the right tube in cassette e and left in cassette f. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, nausea, abdominal pain almost constantly, pelvic pain/ chronic pelvic pain, abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs & mr- events added per pfs- migraines / headaches, dyspareunia (painful sexual intercourse), pain, fatigue, severe constant lower abdomen pain (abdominal pain), mild to severe constant pelvis area pain (pelvis pain), mild to severe lower back pain, apareunia. Events updated: abdominal pain/ chronic abdominal pain, back pain/ mild to severe lower back pain. Event added per mr: abnormal uterine bleeding. Concomitant medication was added. Historical conditions, concurrent conditions, family history was added. Batch number was added. Lab data added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.